Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. An anchor was broken off of the device, causing a side of the connector to be disconnected from the device. Root cause description: the root cause could not be explicitly determined. A potential root cause could be due to excessive bruxism which could have caused the screw of the hinge to fall off the manufacturer's internal reference number is: (B)(4). Additional information: d4: "model #" "catalog #". Corrections: h3: "device evaluated by manufacturer". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the silent nite sleep appliance broke. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred. No injury was reported.